Event description:
Reportedly, the physician suspected that a connection issue occurred while screwing the set screw. The physician had the feeling that the atrial connector block was moving inside the header; however, the atrial lead was fully inserted and screwed at the first attempt. The subject ICD was finally implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the physician suspected that a connection issue occurred while screwing the set screw.

Manufacturer narrative:
Preliminary analysis did not reveal any irregularity.

Event description:
Reportedly, the physician suspected that a connection issue occurred while screwing the set screw. The physician had the feeling that the atrial connector block was moving inside the header; however, the atrial lead was fully inserted and screwed at the first attempt. The subject ICD was finally implanted.